Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the customer reported about a damaged barrel. No further information was provided.

Manufacturer narrative:
H6: investigation summary: customer returned one (1) loose 1ml bd insulin syringe. The customer reported about a damaged barrel. The returned syringe was examined, and it was observed that the barrel was damaged from the 70 unit marking to the 100 unit marking. Due to batch being unknown, no DHR review can be completed. Bd was able to confirm the customer¿s indicated failure. It is not possible to look at quality notification or maintenance dispatches for this issue as the batch number is unknown. Root cause cannot be determined. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown; device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the customer reported about a damaged barrel. No further information was provided.